Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00506. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned. Effective stimulation was restored postoperatively. The issue is resolved. Note: it's unknown which lead was repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00506. It was reported during reprogramming the patient encountered uncomfortable rib stimulation. Reprogramming was attempted to no avail yielding only right side coverage. As a result, surgical intervention may be undertaken as the next course of action.